Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: improper implant size selection, using too long of an implant.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient complained of radicular pain following the procedure. The surgeon determined that the superior positioned implant was impinging on the neuroforamen. In (B)(6) 2019, the surgeon performed a revision procedure where he removed the implant and replaced it with a shorter implant of the same type. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.